Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15934. It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator and right ventricular lead were oversensing cross talk signal. Programming changes were completed to address this issue. There were no patient consequences.